Manufacturer narrative:
Four levels of qc are performed every 8 hours and qc was within the customer's established ranges during the event. System checks are performed weekly and have been within specifications. A field service engineer (fse) was on-site (B)(4) 2011 and noted pipettor leaking onto the top of the wash station. This was corrected by updating the alignments, checking the o-ring seals, tightening the wash collar, cleaning the precision valve and replacing the pipettor seals. Fse ran the system check, high-sensitivity system check and precisions using the original samples in question and all testing passed within specifications.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding troponin (accutni) results within the risk stratification range and above the ami cutoff for 6 patient's samples generated by the access 2 immunoassay system. The samples were originally aspirated from the primary collection tube for analysis. The samples were aliquoted and recentrifuged and then repeated upon which, four of the patient's samples resulted within the normal reference range and the other two patients' results were erratic. No reports of death, injury, or change to patient treatment have been reported in connection with this event.